Manufacturer narrative:
Due to a hard mechanical impact, the piston rod of the pump is significantly damaged. The pump did properly alert the customer that the piston rod was no longer able to move with e10 error messages. Due to the damaged condition of the piston rod, no further testing of the delivery accuracy is possible.

Event description:
The customer alleged that she has been admitted into the hospital for diabetic ketoacidosis 3 times in past year, due to pump not delivering her basal insulin properly. The customer could not recall the dates of the 3 incidents. The customer reported that prior to each event she received a blood glucose result of "hi mg/dl" (which on the system indicates a result in excess of 600 mg/dl) on her aviva system and experienced elevated blood glucose symptoms. The patient attempted to self-treat with boluses, however her glucose was not decreasing. The caller stated that for each event she was taken to the hospital by a family member. For the first event, the customer recalls her blood glucose being in the "700's mg/dl" at the hospital. The customer could not recall any hospital results for the 2nd or 3rd event. The patient reported that for all 3 events she was diagnosed with diabetic ketoacidosis and was treated with an IV of insulin. The customer could not recall how long each hospital admittance was, but states that for each event she was hospitalized for at least 3 days. The infusion device was requested to be returned for product evaluation.